Event description:
Heart monitor found with no ability to sound alarms. Biomed found that metal wire securing speaker had shifted from intended resting site to a site allowing for direct contact with the speaker connection contacts. This caused the alarm's sounds to short out.